Event description:
It was reported that the programmer's display screen did not always respond to the touch stylus pens. It was noted that multiple pens were tried. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the touch screen did not always respond to the stylus, correct stylus/overlay operation was verified throughout the entire display area using a known, good stylus. The stylus associated with the event was not returned by the customer. A stylus was therefore added and calibrated and the xy board was additionally replaced as a preventive. Review of the programmer's logs revealed a recent indication of sluggish performance noted and therefore the hard drive was reconfigured and the software reloaded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.